Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a power error detected. The customer¿s blood glucose level was unknown. Customer stated that the power error detected alarm was recurring after changing the battery. It was also reported that the power error detected recurred within a week of troubleshooting of the previous occurrence. The customer was advised the pump will need to be replaced and was advised to refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. Power supply test failed during self-test error alarmed during self test due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device passed displacement test, sleep current measurement, active current measurement and self test.